Event description:
The catheter was cut at 35 cm and placed centrally in a 15 y/o boy on 9/5/97. The insertion went well and the catheter performed well for the full term. Upon removing it on 9/10/97, it became stuck at the end. They tried stretching it for about 1/2 hr. Distributor's sales rep told them to release it and apply compresses, etc and to be pt. But after about 1 hr they went to a surgeon who removed it surgically.